Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the patient and nurse experienced unintentional sensory stimulation. There were no adverse consequences, medical intervention or delay reported.

Event description:
It was reported that the patient and nurse experienced a shock during a procedure. There was no medical intervention or other patient impact. The grounding pad was not of stryker manufacturing.